Event description:
The foit was reported that there was a breakage of the bipolar electrode in the first intervention. The surgical procedure was delayed for 5 minutes and the bipolar electrode was removed with forceps. No harm to patient, user or third parties reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: no item was sent to karl storz tuttlingen; therefore, no physical inspection of the item could be carried out. The customer has forwarded pictures in the correspondence. Based on these pictures and the customer's description, it can be concluded that this damage was caused by overloading the item. Based on our experience, this damage may have been caused by too high a force or too long a voltage spike. The corresponding IFU 97000057 ; version : v2.0 - 10/2017 points out that the instrument must be checked before and after every use. Furthermore, the device history records have been checked and found to be according to the specificationm, valid at the time of production. The event is filed under internal karl storz complaint ID: (B)(4).